Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleged pain, emotional trauma, and distress. Doi: (B)(6) 2010; dor: not provided; left hip.

Event description:
A review of the provided x-ray images showed that the acetabular cup was positioned with both more inclination angle and less version angle than is recommended by depuy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided patient x-ray images have been reviewed. With regard to the femoral stem, nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : for allegations of pain a device manufacturing (mre) review will not be performed even when product/lot information is known. Review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased.